Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The blue stapler 45 reload involved with this complaint was further evaluated by manufacturing and mechanical engineering at intuitive surgical, inc. (Isi). Engineering did not note any misalignment of the pushers and noted that pushers can fall back down due to forces from tissue pushing down on them. No issues were found related to the pushers being in a down position post-firing, as this not an uncommon occurrence. Isi also received the stapler 45 instrument involved with this complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument clamped and fired successfully. In addition, on 06/24/2019, isi received the following information regarding the reported event from the site¿s robotics coordinator: the da vinci-assisted pancreatectomy procedure was not recorded on video. The site took a photo of the affected staple line. However, as of the date of this report, isi has not received the photo for evaluation. The surgeon did not encounter any obstructions such as clips, staples, or other material when the stapling misfire event occurred. There was no tissue tension or bunching at the location of the stapling misfire. The estimated blood loss from the stapling misfire event was 10 ml. There were no reported post-operative complications. The patient has been discharged from the hospital. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted distal pancreatectomy procedure, the surgeon claimed that tissue was not properly sealed after a stapler 45 reload was fired. As a result, the surgeon oversewed the tissue where the alleged stapling misfire occurred. However, at this time, the root cause of the intra-operative complication is still unknown.

Manufacturer narrative:
Isi has reviewed the site's system logs with a procedure date of 05/14/2019. The system logs reveal that the surgeon fired two white stapler 45 reloads, followed by one blue stapler 45 reload. Two different stapler 45 instruments were used to fire the three stapler reloads. All firings were completed per the system logs. There were no incomplete clamps. This complaint is being reported due to the following conclusion: during a da vinci-assisted distal pancreatectomy procedure, the surgeon claimed that tissue was not properly sealed after a stapler 45 reload was fired. As a result, the surgeon oversewed the tissue where the alleged stapling misfire occurred. However, at this time, the root cause of the intra-operative complication is unknown.

Event description:
It was initially reported that during a da vinci-assisted distal pancreatectomy procedure, a staple line bleed was observed after a blue stapler 45 reload was fired with a stapler 45 instrument. According to the robotics coordinator, the surgeon stated that it appeared as though tissue was not sealed properly. There were no reported errors during the incident. The surgical procedure was completed robotically. On 06/07/2019, intuitive surgical, inc. (Isi) contacted the robotics coordinator and the following additional information regarding the reported event was obtained: after the event occurred, the robotics coordinator was called into the room. At that point, the surgeon was oversewing the location where the alleged stapling misfire occurred. The robotics coordinator did not know the estimated blood loss from the stapling misfire. However, she mentioned that there was "oozing."